Manufacturer narrative:
The report of buttons on the keypad not working for the alaris pc unit front case assemblies was confirmed. Inspection of the returned alaris pc unit front case assembly revealed broken traces on the flex cable along with corrosion causing the keypad to become unresponsive. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that customer is replacing front case due to buttons on the keypad not working. Serial number (B)(4) the 2,5,8 and 0 keys don¿t work. Serial number (B)(4) the 1,4,7,clear and upper right arrow keys don¿t work. Keypad- unresponsive key.